Event description:
It was reported that the patient was scheduled for a battery replacement due to battery depletion on (B)(6) 2015. During surgery on (B)(6) 2015 the lead was disconnected from the generator and the surgeon noted that the insulation was cut and slightly peeled back near the lead pin. He does not believe he cut the lead during explant. The surgeon wrapped a segment of shunt tubing around the lead. The surgeon then tied both ends of the tubing and also used an adhesive at the ends to secure it and seal it. The new generator was connected to the old lead and impedance was within normal limits of dcdc 2 and was performed successfully multiple times.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.